Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) changed its pacing mode and rebooted itself without any user input. It was noted that epg was in single chamber fixed rate (vvi) pacing mode but the epg changed to dual chamber fixed rate (ddd) pacing mode automatically. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the external pulse generator (epg) changed its pacing mode and rebooted itself without any user input. It was determined at analysis that the battery shorting bar was contaminated. The hanger assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the epg had been returned for evaluation.